Event description:
It was reported that catheter perforation occurred. During a superior vena canal stenting case, when the physician was advancing the catheter through a wire, it came out from the proximal body shaft instead in the guidewire lumen. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed a perforation in the guidewire lumen. The damaged section was observed under magnification, and it was noticed that the surface of the material shows evidence of tearing forces, related to a puncture cause by tension, based on the direction of the tear, the force was applied from the inside of the lumen. The reported event was confirmed.

Event description:
It was reported that catheter perforation occurred. During a superior vena canal stenting case, when the physician was advancing the catheter through a wire, it came out from the proximal body shaft instead in the guidewire lumen. The procedure was completed with another of same device. No patient complications were reported.